Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. Reportedly there was a greater than 5 min/month time discrepancy on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data showed a manual time change on complaint date. Using test caps, the pump powered up properly with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Evaluation also revealed that the internal clock battery on the printed circuit board malfunctioned and the pump was unable to retain the user programmed date/time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time. As a result the alleged time gain/loss issue cannot be fully evaluated and no conclusion can be drawn. Unrelated to the time/date issue, the battery compartment was found to have cracked below the grip pad.